Event description:
It was reported that an ilet device developed a crack across the display, after which the touchscreen became unresponsive and the user could not unlock the screen; a replacement device was shipped and the original was sent back, and the user utilized backup therapy in the interim. No reported adverse clinical effects. Outcomes included no interruption of therapy beyond the switch to backup therapy and no medical intervention. Customer care provided support that included review of the complaint details and collection of device's return for evaluation. Investigation of this case revealed a damaged screen consistent with a hardware display failure. It was concluded that the event involved a device component failure of the display assembly, with no patient injury and with restoration of therapy via replacement.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.